Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacing from the right ventricular (rv) lead was compromised. The physician made programming changes to the device because the rv lead was suspected to be fractured. Additional information indicates that the rv lead was not fractured but instead showed loss of capture at maximum output. Near syncopal episodes were noted for this patient as well. This rv lead was explanted and a new lead with a different model was successfully implanted. No additional adverse patient effects were reported.